Manufacturer narrative:
Follow-up #1 date of submission 03/21/2014-device evaluation:the pump has been returned and evaluated by product analysis on 03/05/2014 with the following findings:no damage was observed to the pump casing. The battery cap coin slot was damaged, however the cap secured properly to the pump for testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (external component issue) issue. The reporter stated that the battery cap could not be removed from the pump, and the top of the battery cap was becoming worn from attempts to remove it. The battery cap had allegedly never been replaced. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.